Event description:
It was reported that the implantable neurostimulator (ins) was explanted because it ¿didn¿t work out over time.¿ the peripheral stimulation didn¿t provide adequate relief after 6 months. The physician believed the patient¿s problem was not as localized as was originally thought. The relief was good where the stimulation was but pain elsewhere was not relieved. The patient needed an MRI, for issues unrelated to lumbar issues, and stimulation was not needed, so they decided to remove the ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3888-56, lot# v650832, implanted: 2011 (B)(6); product type lead product ID 3888-45 lot# v665081, implanted: 2011 (B)(6); product type lead product ID 3888-56 lot# v650832, implanted: 2011 (B)(6); product type lead product ID 3888-45 lot# v665081, implanted: 2011 (B)(6); product type lead product ID neu_recharger_acc, serial# unknown; product type recharger product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ins (B)(4) was returned for analysis, and it was confirmed that the battery had reduced capacity due to over discharge. If information is provided in the future, a supplemental report will be issued.